Event description:
It was reported for camera head visual were not getting properly on ent endoscope. The issue was found during the routine inspection. There was no patient involvement.

Manufacturer narrative:
The investigation was re-opened and updated. This supplemental report is being submitted to provide additional reportable results of the legal manufacturer's final investigation. The following reportable malfunctions were identified during the device evaluation: watertight defect from the cap area (cap was repaired by the third party) and cut on cable. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection. The field service engineer conducted an onsite inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lines appeared on the display when the cable was moved. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: lines in the display likely occurred due to cable failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that they were unable to get the visuals properly on the camera head. There was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that they were unable to get the visuals properly on the camera head. There was no patient involvement.